Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of inaccurate alarms on the system monitor was unable to be confirmed. The system monitor (serial number: (B)(6) was returned for analysis and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 13 days (23may2023 ¿ 05jun2023 per timestamp). There were no low flow alarms active in the log file. Pump operation was not affected. The device operated as intended. The system monitor was connected to a mock loop and was able to support a pump with no alarms active. The system monitor functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system monitor (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for nausea and vomiting. The nurse incidentally walked by the patient's room and saw red low flow banner with no associated audible alarm. The patient was stable. No alarms associated with low flows were recorded in the log file. The system monitor was taken out of service due to the incorrect red banner message of low flow alarm while there was no low flows identified on interrogation or log file analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.